Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment lead was returned and analyzed. Analysis revealed the outer insulation of the lead developed a breach due to non-electrical environmental stress cracking while in vivo. Concomitant medical products: 6947-58, lead, implanted: (B)(6) 2007. (B)(4).

Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.